Manufacturer narrative:
Brake adjuster. Unit model/sn unk. MFR investigation is still ongoing; if additional info is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the brakes would not engage. No pt involvement or adverse consequences are reported.